Event description:
It was reported that the patient had just finished the last round of radiation therapy and invalid data was noted on diagnostics. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193-88 lead, implanted: (B)(6) 2005; 0125 boston scientific lead, implanted: (B)(6) 2000. (B)(4). (B)(6).